Manufacturer narrative:
Based on medical record review an (B)(6) patient underwent repair of an incarcerated incisional hernia with a composix kugel mesh and a small bowel resection on (B)(6) 2006. It was noted in the operative report that upon inspection, the bowel was found to be edematous with a possible stricture. The medical records report that approximately twenty-two months later the patient presented with an abdominal wall abscess, and that drainage of a purulent material was performed. It was noted that the drainage was sent for culture and a CT scan was done, however, the reports for those procedures were not included in the information provided. It was reported that on (B)(6) 2008, the patient underwent exploratory laparotomy, excision of infected mesh, lysis of adhesions, and segmental small bowel resection with anastomosis. It was noted that several enterotomies were made, and a bowel resection was performed to repair one of the enterotomies. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for adhesions which is a known possible adverse reaction listed in the IFU. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. Without further information, no conclusion can be drawn at this time.

Event description:
Based on medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent exploratory laparotomy, small bowel resection, and incarcerated hernia repair with a composix kugel mesh. On (B)(6) 2008 - patient underwent wound exploration, exploratory laparotomy, excision of mesh, lysis of adhesions, and segmental small bowel resection with anastomosis.